Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4)

Event description:
A product performance issue was reported regarding the implantable cardioverter defibrillator (ICD) because it lasted less than the warranty period. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.